Event description:
Related manufacturer reference number: 2017865-2022-07587. It was reported that the patient present for an implant procedure. During the procedure, it was noted that the initial left ventricular - lv lead exhibited unsatisfactory measurements and could not be implanted. The physician attempted to implant a second lv lead and was unable to be implanted. Both lv leads were not used and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of lead did not find the parameters was not confirmed. As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. Electrical testing did not find any indication of conductor fracture or internal shorts. A visual and x-ray examination of the lead didn¿t find any anomalies.